Manufacturer narrative:
(B)(4). The findings of the product analysis are not available as the product has not been returned by the customer. (B)(4).

Event description:
It was reported that during the use of a coagulator hook, there was an electrical arc and the patient was burned during the procedure.

Manufacturer narrative:
The findings of the product analysis states that the instrument returned highlighted a damaged part of the insulation on the distal end. A microscopic observation of the damage indicates a circular shape with the metallic part visible at the center and a peripheral are where the insulation is burnt. The electrical tests conducted on the instrument indicate an electrical leak at this hole and this damage is likely the origin of the electrical arcs that have led to the reported incident. During repair, it was concluded that the most probable origins of the incident is the damage of the insulation by an abnormal use; such as a shock during reprocessing, a too high voltage use, or contact with a sharp or hot instrument during use. It is probable that the damage of the insulation is linked to the use or the reprocessing likely by contact with an other instrument or during a previous contact with another monopolar or bipolar instrument used in coagulation (high temperature), a shock during the reprocessing or the use of a voltage superior than 1355 vrms as unadvised in the device IFU. Based on the findings, the customer complaint was confirmed and was likely attributed to multiple causes, therefore most likely root cause of 'multiple potential causes/confirmed failure' is selected for the complaint. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.